Manufacturer narrative:
(B)(4). Date sent: 1/11/2018. Batch # unknown. Summary: this evaluation is based on the image send by the account and it is limited. The physical device has not been returned. The image provided is that of an har36 instrument. In the image the harmonic blade appears to be broken. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The lot history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that part of the blade broke, part fell into situs. It could be removed. Patient has (B)(6) no further information is available.

Manufacturer narrative:
(B)(4). Batch # p93p09. Investigation summary the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, an image of an har36 instrument was also provided. The image showed the harmonic blade to be broken. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.